Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: on examination, the keypad cover was found to be cut. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of contamination. Investigation did not duplicate the alleged unresponsive keypad issue. Unrelated to the original complaint, the display screen was noted to be dim and discolored, the battery compartment was cracked at the case seal and the piston did not move during the rewind step. On further investigation, the motor was found to be inoperable/defective.